Event description:
The customer returned the product for the error was 41622, during device evaluation the error code was confirmed. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review found that the device was last serviced on 25-mar-2025 for an unrelated issue. The event history log review found a system fault 41622. The customer issue was able to be replicated through motor test and occlusion test. The probable cause was unknown. The cam flex and upstream occlusion (uso) sensor were replaced to fix the issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.